Event description:
Caller reported that control-iq increased basal insulin delivery due to inaccurate cgm values (which were not provided), leading to a blood glucose level of 42 mg/dl. The customer consumed carbohydrates in an attempt to address low blood glucose levels, however, due to the bg level, the customer lost consciousness and experienced a seizure. Customer required assistance from the emergency room and was subsequently hospitalized on (B)(6) 2024 where IV fluids and apple juice were administered. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage.